Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The fse performed service onsite. The AED self-test failure was resolved by replacing the main unit and confirmed that it has passed the battery installation test. The device includes visual and audio ready for use indicators designed to alert users and ensure that the device is adequately maintained to supply therapy as intended. No other functional fault was found, and the device functioned to supply therapy as expected per design. The customer was provided with a replacement device. The device is not available for investigation due to a logistical limitation that is preventing the return of the device. When the limitation has been resolved and the device is returned to philips, the complaint shall be reopened to document further investigation. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. Based on the information available and the testing conducted, the cause of the reported problem was due to the malfunction of the AED. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the AED to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The fse performed service onsite. The AED self-test failure was resolved by replacing the main unit and confirmed that it has passed the battery installation test. The device includes visual and audio ready for use indicators designed to alert users and ensure that the device is adequately maintained to supply therapy as intended. No other functional fault was found, and the device functioned to supply therapy as expected per design. The customer was provided with a replacement device. The device is not available for investigation due to a logistical limitation that is preventing the return of the device. When the limitation has been resolved and the device is returned to philips, the complaint shall be reopened to document further investigation. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. Based on the information available and the testing conducted, the cause of the reported problem was due to the malfunction of the AED. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the AED to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.